Event description:
The customer reported that the device experienced defib comm error. The effect of a defib comm error is that the device would not be available for use. No pt was involved.

Manufacturer narrative:
Conclusions : we have received and evaluated the device. We expect to complete the repair upon receipt of a customer purchase order. Manufacturer's evaluation summary: the device is an automatic external defibrillator (AED) and the actual device involved was returned by the user. The reporter stated that a defib comm error occurred. The effect of the reported problem is that the device would be unavailable for use. Welch allyn factory service confirmed the complaint upon attempted power up of the device. Factory service isolated the problem to the defib circuit board, which they will replace upon receipt of a customer purchase order.